Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that the metal piece was removed from the surgical site using the forceps. It was further reported that there were no concerns regarding metal pieces being left behind in the pt. It was additionally reported that there were no adverse consequences and the procedure was successfully completed.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that one mount tab was broken from the blade. The returned device was measured where possible and all critical specifications were met. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.